Event description:
It was reported that the pt received a durom acetabular cup on (B)(6) 2010. The status of revision is currently unk.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).